Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. Pt age, over 18 years old. According to the complainant, during the procedure, they could not get the device to advance down the biopsy channel. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "the working length was bent".

Manufacturer narrative:
From a visual evaluation, it was found that the working length was twisted and bent. The working length was measured to be bent approximately 51 cm from the distal end of the guidewire introducer. A functional evaluation was performed by inserting and advancing the device through the scope and found that the device could be advanced through the scope and exit the scope as intended, with out any issues. The tip of the device was also found to be intact. The condition of the returned unit was not consistent with the complaint incident that the device could not be advanced down the biopsy channel. The most probable root cause of the customer complaint is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).